Event description:
Received a call from representative w.m. Regarding this patient, who currently has a custom silver-coated (porag) partial pelvis replacement with a custom-made constrained liner, as well as a custom-made silver-coated (porag) megasystem c neck segment, stem segment, and expansion bolt, which were implanted on (B)(6) 2022 by dr. J.m. (B)(4). It was mentioned that a different surgeon is planning to perform a washout and the constrained liner will be exchanged.